Manufacturer narrative:
Pump passed the displacement test and self test. Pump had cracked reservoir tube lip and minor scratched display window. No missing segments/partial display anomaly noted. The test reservoir locked/clicked into the reservoir tube properly. No segments broken off or threads broken off noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had issues locking res into place . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.